Manufacturer narrative:
The technician found the right trend gas spring was not functioning. The technician replaced the gas spring to repair the stretcher.

Event description:
Information received indicates the stretcher will not go into the trendelenburg position.